Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a pump stop with an associated low voltage advisory alarm on (B)(6) 2022. The cause of the pump stop could not be confirmed. The controller was exchanged and the patient was discharged. Related pump MFR #: 2916596-2022-12054.

Event description:
Additional information: the patient was connected to a power module at the time of the event. The site was unsure if the pump stop and the low voltage alarm occurred at the same time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected system shutdown was not confirmed. The reported low voltage alarms were not confirmed; however, slightly lower than expected voltages were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 2 days (B)(6) 2022 -- (B)(6) 2022 per timestamp). The log file captured a driveline disconnect on (B)(6) 2022 at 23:23:04 that resulted in a pump stop. This event appears consistent with a controller exchange, which the account confirmed was performed. No other atypical system stop events or pump stops were captured on (B)(6) 2022 or (B)(6) 2022. Throughout the log file are lower than the expected ~14v bus and rsoc voltages while connected to the power module. These voltages would decrease to as low as 12.3 and 12.4 v respectively and did not cause low voltage alarms. On (B)(6) 2022 at 23:17:58 - 23:19:01 there are atypical low voltage hazard alarms while connected to 14v battery power. During this event the rsoc voltages were 0v and the bus voltage was ~12.9v. This alarm cleared after switching from battery power to the power module. The pump appeared to function as intended and no other unusual alarms or events were captured. The returned system controller was tested and passed all stages of testing with no issue. The unit was able to operate on a mock loop with no atypical alarms. The reported events were not reproduced. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.